Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. As per the customer, the autopulse platform is stored in the ambulance. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) will increase the internal temperature of the autopulse platform and could cause the occurrence of the ua41 error message. Upon visual inspection, cracked top cover was observed. The observed physical damage was not related to the customer reported complaint. The top cover was replaced to address the physical damage. The root cause for the physical damage was due to user mishandling such as a drop. The archive data review showed occurrence of ua41 (patient temperature sensor failure) error message. The patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or during take-up. Further review of the archive showed user advisory (ua) 18 (max take-up revolution exceeded) error message, ua 18 is not related to the reported complaint. The error message could not be replicated during functional testing. The probable root cause for the occurrence of the ua18 was most likely due to no weight on the platform or due to an opened lifeband, likely caused by user error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. Checked the cable connection between the temperature sensor and no issues was observed. The autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 20 minutes, and the platform passed the test without any fault or error. Applied heat to temperature sensor and worked as expected. The temperature sensor cabling and power distribution board (pdb) were replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll on (B)(6) 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The platform was stored in the ambulance and tested on a hard surface. No patient involvement.